Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted (lot no. 628314) for female sterilisation. The patient had a medical history of pelvic pain female, obesity, amenorrhea, heart disease, unspecified, hypertension and uterine cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4573 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy laparoscopic, bilateral cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: procedure: hysterosalpingogram. Indication: 43 years year-old female status post implantation of essure device for sterilization. Procedure: a sterile speculum was inserted, and the cervix visualized which was then cleansed with betadine. Omnipaque contrast was injected and films of the pelvis taken in multiple projections. The patient tolerated the procedure well and there were no acute complications. Findings: the endometrial cavity appears normal in size and morphology. The endometrial lining is smooth in contour and no filling defects are seen. No evidence of submucosal fibroids, endometrial polyps or synechiae is seen. There are tiny linear metallic opacities in each fallopian tube consistent with history of essure device implantation. There is no filling of either fallopian tube with contrast and no spillage into the peritoneal cavity. No abnormality of the endometrial cavity is seen. Impression: status post successful placement of essure device with occlusion of both fallopian tubes. No abnormality of the endometrial cavity is seen. [Pathology test] on (B)(6) 2022: surgical pathology report final pathologic diagnosis a. Fallopian tube, left, salpingectomy: benign fallopian tube and fimbria. B. Fallopian tube, right, salpingectomy benign fallopian tube and fimbria. C. Uterus with cervix, hysterectomy: bilateral essure coils clinical information: presence of essure implant contraceptive female pelvic pain gross description: a. Fallopian tube with fimbriated end measuring 4.0 x 0.4 cm in diameter. B. Fallopian tube fimbriated end measuring 4.0 x 0.4 cim in diameter. Specimens: uterus with attached cervix and ¿essure¿. [Pregnancy test urine] on (B)(6) 2010: negative. [Ultrasound scan vagina] on (B)(6) 2021: us transabd and transvaginal pelvis non-ob complete. Exam information: indications for sonography. Reason: pelvic us c/o ongoing pelvic pain. Has hx of e-sure devise placement. Please evaluate pelvis and female organs and locate e-sure implants. Uterus: measurements: length x width x height = volume. 6.04 cm x 3.75 cm x 2.69 cm = 31.89 cc. Endometrium thickness: 2.48 mm. Fibroids location: fibroids appearance: comments. Pelvic ultrasound: patient is postmenopausal. Comparison was made with a prior ultrasound scan performed on (B)(6) 2016. Uterus: the uterus appears normal in size. The myometrium appears. Heterogeneous in texture. Echogenicities visualized along the fundus of the uterus consistent with e-sure device. The endometrial stripe measures 2.48 mm. Right ovary: the right ovary is not visualized. Left ovary: the left ovary is not visualized. Quality-safety evaluation of ptc: for essure: . The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received .medical history & lab data added including pathology test. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted (lot no. 628314) for female sterilisation. The patient had a medical history of pelvic pain female, obesity, amenorrhea, heart disease, unspecified, hypertension and uterine cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4573 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy laparoscopic, bilateral cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: procedure: hysterosalpingogram. Indication: 43 years year-old female status post implantation of essure device for sterilization. Procedure: a sterile speculum was inserted, and the cervix visualized which was then cleansed with betadine. Omnipaque contrast was injected and films of the pelvis taken in multiple projections. The patient tolerated the procedure well and there were no acute complications. Findings: the endometrial cavity appears normal in size and morphology. The endometrial lining is smooth in contour and no filling defects are seen. No evidence of submucosal fibroids, endometrial polyps or synechiae is seen. There are tiny linear metallic opacities in each fallopian tube consistent with history of essure device implantation. There is no filling of either fallopian tube with contrast and no spillage into the peritoneal cavity. No abnormality of the endometrial cavity is seen. Impression: status post successful placement of essure device with occlusion of both fallopian tubes. No abnormality of the endometrial cavity is seen. [Pathology test] on (B)(6) 2022: surgical pathology report: final pathologic diagnosis: fallopian tube, left, salpingectomy: benign fallopian tube and fimbria. Fallopian tube, right, salpingectomy benign fallopian tube and fimbria. Uterus with cervix, hysterectomy: bilateral essure coils. Clinical information: presence of essure implant contraceptive. Female pelvic pain. Gross description:fallopian tube with fimbriated end measuring 4.0 x 0.4 cm in diameter.fallopian tube fimbriated end measuring 4.0 x 0.4 cim in diameter. Specimens: uterus with attached cervix and ¿essure¿ [pregnancy test urine] on (B)(6) 2010: negative. [Ultrasound scan vagina] on (B)(6) 2021: us transabd and transvaginal pelvis non-ob complete exam information. Indications for sonography. Reason: pelvic us c/o ongoing pelvic pain. Has hx of e-sure devise placement. Please evaluate pelvis and female organs and locate e-sure implants. Uterus. Measurements: length x width x height = volume. 6.04 cm x 3.75 cm x 2.69 cm = 31.89 cc. Endometrium thickness: 2.48 mm. Fibroids location: fibroids appearance: comments. Pelvic ultrasound: patient is postmenopausal. Comparison was made with a prior. Ultrasound scan performed on (B)(6) 2016. Uterus: the uterus appears normal in size. The myometrium appears. Heterogeneous in texture. Echogenicities visualized along the fundus of the uterus consistent with e-sure device. The endometrial stripe measures 2.48 mm. Right ovary: the right ovary is not visualized. Left ovary: the left ovary is not visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.